Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtbb1d1 ICD implanted: 2013-(B)(6); 5568-45 lead implanted: 2010-(B)(6). (B)(4).